Manufacturer narrative:
Insulin pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the reservoir compartment was broken and fell off. Customer was able to insert reservoir by pushing black o-ring down. Insulin pump would need to be replaced.

Manufacturer narrative:
The "date of this report" provided in the intial report was incorrect. The correct date has been provided in this report.